Event description:
It was reported that during a lobectomy procedure, the doctor felt some difficulties in the second firing. As the jaw was not opened properly, the manual release lever was used to release. At the third firing, the device was used for the bronchial tube. The doctor also felt some difficulties in the firing. The device was released with the manual release lever. As the air leak was found from the cut line of the bronchial tube, add'l suture was performed. There were no adverse consequences to the pt. When they checked the formaline-treated tissue, it seemed that the staples were formed properly. However, the doctor commented that some staples had been malformed.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.